Event description:
Customer complaint - limited data available. Stated device caused 2nd burn on knee. Had burning smell.

Event description:
Customer complaint - limited data available. Customer stated that the device caused a 2nd degree burn on their knee. Device emitted a burning smell.